Event description:
It was reported that the customer received a no delivery alarm. The customer's blood glucose level was 250 mg/dl. He stopped wearing his insulin pump because it was not working. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.